Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue. The device passed all the performance tests and safety tests according to the manufacturer's specifications. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the device did not deliver the expected amount of energy. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.